Manufacturer narrative:
The insulin pump passed the self test and displacement test. Hardware low level failure alarm (variable 3) alarms are confirmed in pump history file due to a broken trace at u1 keypad assembly.

Event description:
The customer reported via phone call that insulin pump had hardware low level failures. The customer's blood glucose value was 276 mg/dl at the time of the incident. The customer was able to successfully clear the alarm. The customer received request to rewind pump. The customer stated that self test passed. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The insulin pump will be returned for analysis.